Event description:
It was reported by service report that the damper was leaking fluid and was stuck in the upright position. There was no patient involvement or adverse consequences.

Manufacturer narrative:
Product inspected and fixed by customer.